Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, folds, waves, rotation, color modification, breast is very hard in consistency, deformed, pain.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. "The breast is very hard in consistency, deformed and painful when touched", with "folds, waves and rotation". Color modification of the device was observed, during surgery. The device has been explanted.